Event description:
Patient was revised to address instability. Update rec¿d 11/21/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records the patient was also revised to address pain. Upon revision bloody effusions and hemarthrosis was found. The patient's femoral and patellar components are being reported at this time. The complaint was updated on: 12/12/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were received and reviewed by a depuy medical professional. The review of medical records and x-rays determined the complaint is not implant related. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.